Event description:
Drug/diluent: saline solution 0.9%, fill volume: 250ml, flow rate: 10ml/hr, procedure: not applicable, cath placement: IV infusion, pt contact: yes, adverse event: unk. (B)(4). Fast flow, the pump infused in 17 hours instead of 24 hours.

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.